Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for four hours. The site of insertion was abdomen. Due to the event, patient's blood glucose level was high and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.